Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance was contacted by the registered nurse (rn) regarding the alarm. The rn stated they were not aware of the event. The rn stated the home patient (hp) has had no injury or medical intervention and was performing therapy fine.

Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use during dwell 2/3. The technical service representative (tsr) had the hp cycle the power on machine to press go to start and had the hp disconnect and remove the cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm. The hp stated they would do a manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to lack of sample; the root cause was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.